Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, while cleaning the blade, it broke off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good condition. The blade was visually inspected and was not broken. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.